Event description:
It was reported during the opening of the pocket possible extension damage was noted. The impedance was measured and showed no deviations. Silicone was applied around the possible damaged part of the extension. The event was considered resolved. It was unknown if the event was related to both extensions and it was noted as related to the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported diagnostic methods included a surgical observation performed december 18, 2013. Etiology was noted as surgery/anesthesia. The patient's settings were 1-c+ 4.1v 60us 180hz on the left and 5-6+ 4.7v 140us 180hz on the right. It was indicated the event had resolved without sequelae.

Manufacturer narrative:
Product ID: 3389-28, lot# b0823074k, implanted: (B)(6) 2008, product type: lead. Product ID: 3389-28, lot# b0825133k, implanted: (B)(6) 2008, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).